Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer was reported via phone call that, the customer was hospitalized on (B)(6) 2018 due to diabetes ketoacidosis with high blood glucose of the 535 mg/dl, the blood glucose at the time of the incident was over 600 mg/dl and current value was 235 mg/dl. Customer does not want to troubleshoot. Customer changed the set and they tried to bolus with the pump and gave a manual injection and they were sent to the hospital. Customer was wearing the pump at time of hospitalization. Customer declined troubleshooting for bent cannula because they know the reason it bent and did not need to troubleshoot product they do not intent to continue. The device will not be returned for analysis.